Event description:
Inomax dsir in use, nitric oxide (no) reading began drifting outside of acceptable range, attempted to do low calibration, failed low cal giving "no sensor failure" error. Device was switched, tagged for out of service, mallinckrodt notified. Manufacturer response for inomax dsir, mallikrodt (per site reporter). . Unknown at this time.